Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged uso sensor, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue, the device was found to be over delivering. It was determined that the most probable cause is the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volume accuracy test, down key is delayed. Event occurred during testing, there was no patient involvement.